Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 589 mg/dl. The customer had not reported the symptom and treatment. Customer¿s high blood glucose level was 589 mg/dl and 431 mg/dl. Customer also stated that plastic ring at the end of the tubing just disconnect. Customer stated that infusion set leaks. Customer is able to change the infusion set. Customer's was advised to replace. The product was returned for analysis.